Manufacturer narrative:
Concomitant medical products: evolutr-26-us transcatheter valve implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had nausea and the right ventricular (rv) lead exhibited increasing to high and unstable thresholds. The lead was also noted to have intermittent loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.